Event description:
Complainant alleged that during incoming inspection of the device after being returned from service, the unit would not pass electrical leakage testing. The complaint indicated that there was no patient involvement in the reported malfunction.